Event description:
A customer reported an error message displayed at 23% completion. The pt's surgery was aborted, reprogrammed and when the laser started, the laser percentage jumped to 85%. No pt harm/injury was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).